Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during operation, no error occurred when the vio dv was first turned on, but an error occurred midway through use. When fse visited, he confirmed that the error occurred from the moment the power was turned on.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system and displayed error 3-0f and m-0b-316 and on startup. Upon visual inspection there were no issues found that would be related to the reported event. System logs confirmed multiple instances of (B)(4). The root cause is attributed to the 3-0f-u coag error.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated 3-0f errors occurred against the erbe when the upper monopolar energy ports were used. The procedure was completed using the lower ports, with no reports of patient injury. The issue was escalated to intuitive field service.